Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient received his scs system, including a receiver, on (B)(6) 2008. It was reported that the patient experienced intermittent stimulation. Reprogramming efforts and a replacement transmitter antenna were unsuccessful at resolving the issue. Follow up on the patient found that he reported feeling overstimulation when turning on the stimulation. The physician plans to perform and explant and replacement procedure, but the surgery date is currently undetermined. No further information is available at this time.